Event description:
The event is reported as: "alleged issue: during a pediatric thoracic case, upon removal of retractor, device tension mechanism came apart with piece falling in to patient." Piece was retrieved by surgeon and patient outcome was said to be ok. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.